Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was not feeling well. It was also reported that they experienced a syncopal episode approximately 3 months prior. No additional information was provided.